Event description:
Healthcare provider went to use nova glucometer and discovered that the battery cover was not secure. Healthcare provider noticed battery had bulged. Meter was taken to the point of care coordinator and the battery was replaced. Device was tested and returned to service.====================== manufacturer response for glucometer, nova meter (per site reporter).====================== informed mfg of issue. Mfg sent replacement battery pack.